Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type ii and spinal pain. The patient reported that her device was replaced in (B)(6). The patient reported that she complained from day one that it never worked. The patient reported that for 2 years it wouldn¿t hold a charge. The patient reported that they went to change the battery and it was broken all the way up to the paddle so she had to have major surgery again to have it replaced with her current device. No further complications were reported.

Manufacturer narrative:
(B)(4) is not applicable to the event anymore. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the ins serial number was unknown. The cause of the event was loss of clinical efficacy. Reprograming was not successful and the weight of the patient was unknown. No further complications were reported/anticipated.